Event description:
It was reported that the patient presented with implantable cardioverter defibrillator exhibited inappropriate shock due to incorrect interpretation of signal. Patient had experienced discomfort from the shock. No intervention was performed. There were no patient consequences.